Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the left posterior tibial artery. A 300cm angled tip v-14¿ controlwire® was advanced to cross the lesion. However, the tip of the guide wire broke off inside the patient. The physician did not attempt to snare the detached tip because it lodged in a chronic totally occluded unreachable location. The procedure was not completed. No patient complications were reported and the patient's status was fine.